Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Otten, "pacemaker/implantable cardioverter-defibrillator problem: right ventricular lead missensing in a biventricular implantable cardioverter-defibrillator", heart rhythm; 2008:5:158-159.

Event description:
It was reported that there was oversensing and a possible insulation breach. The pace/sense portion of the rv (right ventricular) lead was swapped in the header with the lv (left ventricular) lead. No patient complications have been reported as a result of this event. It was further reported via scientific literature that there was noise. The rv lead was later replaced in its entirety. No patient complications have been reported as a result of this event.